Event description:
It was reported that the procedure was to treat a lesion located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. During use of a hi-torque (ht) versaturn guidewire, the guidewire became jailed in the side branch and the last 2mm remained stuck under an unspecified stent. The guidewire was removed as a single unit with the help of a microcatheter. The guidewire released from the stent but the coil "uncoiled" so the radiopaque part was no longer visible but the guidewire was completely recovered and nothing was left in the patient. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The UDI number is unknown as the catalog/lot numbers were not provided. (B)(4). The device is retained by hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. Reportedly, during use of a hi-torque (ht) versaturn guidewire, the guidewire became jailed in the side branch and the last 2mm remained stuck under an unspecified stent. It should be noted that the hi-torque guide wires for ptca, pta, stents, with ce instructions for use (IFU) states: use extreme caution when moving a guide wire through a non endothelialized stent, or through stent struts, into a bifurcated vessel. Use of this technique involves additional patient risks, including the risk that the wire may become caught on the stent strut. As the deviation of the IFU appears to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that not retracting the guide wire prior to deployment of the unspecified stent resulted in the guidewire becoming jailed in the side branch and the last 2mm remained stuck under the unspecified stent.; thus resulting in the reported difficult to remove. Manipulation of the device resulted in the reported tip break. As reported, the guidewire was removed as a single unit with the help of a microcatheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.